Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon(iab) to insert to the patient due to hypo tension. During insertion process the guide wire was not able to pass through the tip of the balloon catheter as it was chocked from the tip. No indication of harm.

Manufacturer narrative:
Due to character restriction in block e1 e1 event site name is (B)(6). Corrected field : e1 ( event site name , city ) updated field : b4, g3, g6, h2, h11, h6 ( investigation conclusions ).

Event description:
N/a.

Event description:
It was reported that while inserting the intra-aortic balloon (iab) to the patient due to hypo tension, the guide wire was not able to pass through the tip of the balloon catheter as it was chocked from the tip. No indication of harm.

Manufacturer narrative:
Updated fields: b3,b4,g3,g6,h2.h6(type of investigation),h11. Corrected fields: b5,d1,d4(lot #,expiration date,unique device identifier (UDI) #),h4. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID #(B)(4).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, and investigation findings), h11 corrected fields: d4 (serial) and d8 revert these two fields to blank. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter with the one-way valve attached. The guide wire was not returned for evaluation. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen occluded. The technician was able to clear the occlusion and evidence of dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated an occlusion in the inner lumen. An occlusion can cause difficulty inserting the guidewire into the iab. We are unable to determine how this may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Due to character limitations in e1 event site address - (B)(6), initial reporter - (B)(6). Updated fields - b4, e1(event site address, event site telephone, event site email), g3, g6, h2, h3, h6(health effect ¿ clinical code), h11. Corrected field - d10, h6 (type of investigation).